Event description:
Information was received indicating that the tidal volume control to a smiths medical pneupac® parapac® ventilator was not adjusting while in use with a patient. There were no reported adverse effects.

Manufacturer narrative:
Additional information received.

Event description:
Additional information received on 10-02-2018 stating no alarm sounded on device. Problem occured while switching from patient's home ventilator to new one. Patient's husband, who is a doctor, tried to suction line with no improvement. New ventilator was retrieved from while suctioning was being attempted. Patient's vitals were monitored throughout. Respiratory distress occurred, however was resolved when new ventilator was used with same settings.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in fair condition. The device history record was reviewed and noted no issues. Upon an initial check of the device, it was found that when o2 was connected with device still off, gas flowed out of patient port continuously. The investigation found the gas flow to be an intermittent issue, which confirms customer reported reason. The unit went through additional testing in an attempt to uncover any further failures. It was found that the device failed 5.12, o2 concentration check with air mix, with readings below tolerance. During the check, the settings were also occasionally varied and device was repeatedly turned on and off. The flow block was found to be faulty and a six hour test run was performed. Therefore, the flow block was replaced and tested again. Device then passed all functional tests. Normal use was noted to be the problem source.